Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
It was reported to ventec that the device needed service as it was "not reading vt as it should." No further details or clarification was provided. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Upon evaluation of the device, ventec observed that its exhaled tidal volume (vte) levels were low.